Manufacturer narrative:
Risk assessment; no lot # was provided, so a manufacturing record review could not be performed. The probable root cause cannot be determined conclusively due to no device returned and insufficient information received.

Event description:
It was reported that; patient experienced low back pain. Surgeon suspected loose pedicle screw based off of slight radiolucency visible around lt l3 screw.

Event description:
It was reported that; patient experienced low back pain. Surgeon suspected loose pedicle screw based off of slight radiolucency visible around lt l3 screw.